Event description:
It was reported that during the implant procedure and after the first attempt was made to position the lead in the ventricle, the helix would not retract inside the lead tip body. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. It was note that lead was stretched, the inner insulation was kinked buckled at various sections and the outer insulation was breached cut at the medial section (29.5cm).